Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple meter read inaccurately in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 she obtained results of "67, 47, 225 and 265mg/dl" on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and exercise. The patient reported that on (B)(6) 14 2016 she developed symptoms of "sweating, thirst, shaky and tired" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious injury after the alleged meter issue occurred.